Event description:
It was reported that the patient experienced hearing loss. It was unclear if this was related to the implantable neurostimulator (ins). Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ extension product ID 748251 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product typ extension product ID 3389-40 lot# v001582 serial# im planted: 2006-(B)(6) explanted: product typ lead product ID 3389-40 lot# v000631 serial# implanted: 2006-(B)(6) explanted: product typ lead. (B)(4).